Event description:
It was reported that the patient was seeing an ¿x¿ on the recharger screen. The recharger was reportedly not compatible with the implantable neurostimulator (ins). The reporter indicated that the patient had been having difficulty recharging and a pocket revision was being done on the day of the report to address the issue. Approximately a week later, it was reported that the reporter did not know if the recharging frequency matched the patient¿s settings. The patient had been trained and was able to demonstrate effective recharging. The reporter indicated that the battery had been completely discharged for the second time. The pocket was reportedly too deep due to weight gain. The battery was consequently replaced and the pocket was revised from the left hip to the left abdomen site. The patient was receiving effective therapy following the revision and had no problems charging post-operatively.

Manufacturer narrative:
Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer. Patient product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type: extension. (B)(4).